Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, two triclips were implanted successfully. Imaging was difficult. The final tr was grade 1-2. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026 follow up, it was determined that a single leaflet device attachment has occurred for the second clip and clip was no longer attached to the posterior leaflet. Per the physician, slda was due to the pre-existing patient anatomy. Tr was grade 2 after slda.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. The cause of the reported difficult imaging could not be determined. The reported recurrent tricuspid regurgitation was a cascading effect of the slda. Tricuspid regurgitation (tr) is a listed in the instructions for use as known possible complications associated with the triclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.